Event description:
Caller reported a tandem mobi cartridge alarm, verified as cartridge alarm 34, without any adverse impact on the customer¿s blood glucose level. Cts confirmed that the pump had not been exposed to external magnets and that the issue did not occur during the load process. As a resolution, cts decided to replace the pump and confirmed that there was a warranty in place, expiring on september 9, 2029. The caller chose mdi as a backup therapy to ensure continuous insulin delivery. Cts guided the caller on putting the old pump into storage mode for return and instructed the caller to send it back within ten days to avoid charges. The replacement pump required the programming of existing pump settings and connection of the cgm, which the caller acknowledged.